Manufacturer narrative:
A field service engineer performed testing at the user facility. During preventative maintenance testing, the fluid shield was found to be damaged and fluid spillage was noted. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During preventative maintenance testing at the user facility, the fluid shield was found to be damaged and fluid spillage was noted. There were no reports of adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.